Event description:
It was reported that patient lost effective therapy due to lead migration. Surgical intervention took place to explant and replace the lead. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.